Manufacturer narrative:
Based on the results of the investigation, the most probable cause of endoscopic image cannot be displayed was due to twisted cable. The most probable cause of the additional findings is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation, that the camera head exhibited corrosion on coupler unit, poor water-tightness of cable unit, a cut in the cable unit, and image could not be displayed. There were no reports of patient involvement.